Event description:
It was reported that the pulse generator of a pacemaker dependent patient exhibited high current drain. The patients condition was good. No intervention was performed. No additional information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).